Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.